Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was confirmed that the ¿scope was not detected¿ due to ¿leakage of water from the output socket¿. The event, ¿error code b30¿, was determined to have been caused by bad contact of the connector. The error code b30 refers to the code indicated when a scope communication error occurs. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the evis exera iii xenon light source had loose connector connection. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that the b30 scope communication error was displayed due to poor contact of the connector. It was also noted that the lamp was worn out and the light was poor. The front panel and chassis were deteriorated. The scope detection function did not work due to a water leak in the output socket. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.